Event description:
It was observed that during the device evaluation, the subject device exhibited horizontal stripes on the image. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device exhibited faulty universal cord assembly, and internal crack in the ccd glass.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord assembly is faulty, and there is an internal crack in the ccd glass. Based on the results of the investigation, it is presumed that the suggested event occurred due to faulty cord assembly. Additionally, there is an internal crack in the ccd glass found during inspection caused by the failure of the distal end cover glass. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.